Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient did not state when the alleged product issue occurred, however noted that it had occurred on board a plane from (B)(6) to their home in the USA. At this time the patient obtained a blood glucose result of ¿300mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and took an increased dosage of insulin (type and dosage unspecified) in response to the alleged product issue on board the plane. The patient reported that ¿a few hours¿ later when they arrived home in the USA they ¿fainted¿. In response to this the patient¿s daughter called the emergency medical services (ems) and when they arrived they treated the patient with a glucose injection before the patient regained consciousness. There is no note of any blood glucose results obtained by the ems at this time. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.